Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, during sensor deployment the applicator got stuck and she had to seek medical intervention to have the device removed. The sensor was being inserted at the thigh. After the patient retracted the collar, the sensor became stuck. The collar could not be pulled back. The patient bled and could not remove it. Patient went to the emergency room with the applicator device still at her thigh. The device was removed. The patient was cleaned up. Patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not retuned for product evaluation. Problem could not be confirmed. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported event cannot be determined.